Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 340 mg/dl. During a supply change, the user observed insulin leaking from the bottom of the cartridge. The user replaced the supplies, and bg values began to stabilize with ilet corrective insulin. No symptoms were reported, and no medical intervention was required.